Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 21-jan-2016, an fse was dispatched to the customer facility to address the reported event. After watching the instrument run a few patients, the fse saw that claws on the y cup tranfer pick up arrm was bent and also noticed that a few stepper motor was sluggish at times. Fse replaced the pick up arm assembly and also the pmd motor drive board. Fse then watched the customer run the cup evaluation test several times, and then ran a rack of specimens with no errors. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was bent y cup pickup claws.

Event description:
On (B)(6) 2016, a customer reported error 2151 hydrid arm/cup transfer and error 3061 stc lane mixing with the aia-2000st analyzer. The customer is unable to run prl, prog ii, fsh, and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, prog ii, fsh, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.